Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The devices referenced in the article were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the devices were not provided. Based on the information reviewed, and due to the limited information available, the cause for atrial perforation cannot be determined. The reported patient effect of cardiac (atrial) perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the devices, if any, cannot be determined, however, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effects and/or device issues referenced in the article are filed under separate medwatch report numbers. Article titled "early and mid-term outcomes of percutaneous mitral valve repair with the mitraclip: comparative analysis of different euroscore strata¿.

Event description:
This is being filed to report atrial perforation. It was reported through a research article identifying mitraclip and steerable guide catheter devices and that may be related to the following: single leaflet device attachment/slda, complete clip detachment, recurrent mitral regurgitation (mr), worsening mr, myocardial infarction, foreign body, embolization, ischemia, stroke, hemorrhage, heart failure,stroke, renal failure, atrial perforation, medical intervention, surgical intervention, prolonged hospitalization, and death. Details are listed in the attached article, titled "early and mid-term outcomes of percutaneous mitral valve repair with the mitraclip: comparative analysis of different euroscore strata¿. No additional information was provided.